Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel display disappeared. It was confirmed that e02 is an error that is displayed when standard voltage failure of ad converter occurs. However, the definitive root cause of the main board failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their olympus high flow insufflation unit was presenting an e02 error message during an unspecified procedure. According to the initial reporter, the procedure was completed using the subject device and there was no harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's report could not be confirmed, there was no error message noted. However, the cr board of the device was faulty and was causing an occasional blackout screen. If additional information becomes available following the device evaluation, a supplemental report will be filed.